Event description:
Patient was implanted with a segmented cervix applicator, (B)(4) segmented cervix applicator set - CT compatible/ mr compatibility: conditional, for an hdr boost. The implanted configuration consisted of a cervical sleeve sutured to the cervix, connected to a guiding tube. A flexible probe is inserted up through the guiding tube, which secures locking jaws on the guiding tube to the cervical sleeve. After the first fraction was delivered, the flexible probe was removed, and the guiding tube pulled away from the cervical sleeve, which should have disengaged easily. Due to a manufacturing error, the locking jaws did not disengage as designed, and the cervical sleeve was pulled away from the cervix with sufficient force to tear the sutures away from the tissue. In this instance, the cervix was infiltrated with tumor, and the sutures did not provide robust immobilization of the cervical sleeve, and minor, if any, unexpected bleeding was reported.

Manufacturer narrative:
The investigation identified a manufacturing error. The gripping jaws of the guiding tubes need to be hot press molded during manufacturing to assure a proper fit into the cervical sleeve. If this is not done resistance is felt and the guiding tube is latching into the cervical sleeve. As a result it can only be removed out of the cervical sleeve with force. The customer has returned both affected guiding tubes from lot l33. This issue is limited to lot 33 and all corrective action will be reported under the guidelines of 21 cfr part 806. No further follow up of the MDR is expected.